Event description:
It was reported that an acceptable magnet rate could not be obtained via transtelephonic monitoring. Interrogation of the device gave an eri message. The measured battery data was 1.92 v, 10 ua, 31.6 kohms. The measured data in may 2006 was 2.76 v, 8 ua, 2.2 kohms with a magnet rate of 98 ppm.